Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received an open sample (contaminated). The suture has 2 needles, 1 needle detached from the thread and another attached to the thread (thread is still wound on the pack). However, without closed samples a proper analysis cannot be performed. Taking into account that no other customer complaints have been received concerning this issue for this code-batch, we consider that this is an isolated unit, but the whole batch is correct. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b.braun surgical requirements. Furthermore, needle attachment results conducted on samples before releasing the product were 0.124 kgf in average and 0.112 kgf in minimum and fulfilled ep requirements: 0.051 kgf in average and 0.025 kgf in minimum. Conclusion root cause analysis: the root cause cannot be determined as no closed samples have been received and the sample received is contaminated and a further analysis cannot be performed. Final conclusion: in spite of receiving an open sample, without closed samples or more information a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with optilene suture. The client reported that, upon opening the package, the needle was free and not connected to the thread. Additional information has not been received.

Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k133890. If additional information becomes available a follow-up report will be submitted.